Event description:
Patient's ventricular fibrillation rhythm witnessed on monitor. Stat-padz placed on chest, "conn." To zoll m defibrillator and changed to 125; and still failed to discharge when button pressed. Reset charge to 125; and still failed to discharge shock to pt. Possible attempt and problems. Changed immediately to end zoll on defib unit in ICU. Code unsuccessful.